Manufacturer narrative:
This is an addendum to the initial MDR to correct the error made in the expiration date.

Event description:
A simpulse solo irrigator reported as not priming and having a slow/sluggish stream was returned to davol for evaluation. The product was returned unused. The package was found with a breach in the sterile barrier. On the lid was written by the customer, "found like this out of pack" 9/26/2018 js". Hospital was contacted but they were not able to provide any additional event details.

Manufacturer narrative:
Evaluation of the subject product found the tyvek lid had separated from the blister tray causing a breach in the sterile barrier. The blister tray was bent/creased in the location of the seal breach. The seal was noted to be present in its entirety on the blister tray with no manufacturing anomalies noted. The seal remains intact in the areas of the packaging that did not see damage. The visual evidence found that the package encountered forces in excess of the normal distribution forces. The product was supplied to the hospital by a third party medline and include in a kit. The damage appears to have presented when the product was no longer in bard/davol controlled shipping environment. Based on this investigation, the root cause of the product package is damage most likely presenting during transit. A review of the manufacturing records was performed and found that the lot was manufactured to specification. A 24-month review shows this to be the only reported complaint of this nature for the simpulse irrigator product family. The instructions-for-use supplied with the device instructs the user to inspect the packaging prior to use, "if the package is damaged or open, do not use product". No manufacturing issues were identified associated to the reported event during the manufacturing records reviews conducted.

Event description:
A simpulse solo irrigator reported as not priming and having a slow/sluggish stream was returned to davol for evaluation. The product was returned unused. The package was found with a breach in the sterile barrier. On the lid was written by the customer, "found like this out of pack" (B)(6) 2018 js". Hospital was contacted but they were not able to provide any additional event details.